Event description:
Three (3) different batteries were tried on the device and it would not work. Staff have to open new devices until they find batteries that work. This delays the patient's procedure. This is a repeating problem with the sonicsision device at this facility. The facility has notified the manufacturer and returned product but the problem has continued.